Event description:
It was reported the physician was implanting a 25mm gore® cardioform septal occluder to close a patent foramen ovale. The physician attempted multiple times to cross the pfo with no success. They could not get the delivery catheter to cross the pfo over the guide wire. While attempting to remove the delivery catheter, it got stuck on the tip of the terumo 11fr introducer sheath. More force was applied, and the delivery catheter was removed. Upon inspection of the removed catheter, it was noted that the radiopaque marker and guidewire port were missing from the tip of the delivery catheter. It was still on the guidewire just outside the tip of the introducer sheath. A snare was used to remove the tip of the catheter without incident. A new 25mm device was implanted with no issues. The patient was doing well following the procedure.

Manufacturer narrative:
The evaluation of the returned device showed the following: the lock release shuttle was in an unlocked position, and the control shuttle was in the loaded position. All three occluder eyelets were retained on the locking mandrel. Locking mandrel and retaining stiffener were unremarkable. Delivery system, including control shuttle and lock release shuttle, cycled smoothly and was unremarkable. The ro marker and guidewire port were missing from the tip of the delivery catheter, and there was mechanical damage where the guidewire port and ro marker should have been. The ro marker and guidewire port were not found with the returned device. The rest of the delivery catheter was unremarkable. The size and shape of the occluder, locking mandrel, retrieval cord, and lock loop were unremarkable. He introducer sheath and dilator were unremarkable. Engineering was able to confirm the missing guidewire port and ro marker on the tip of the delivery catheter. Per the case description, the tip of the catheter was likely torn off by the force of catheter against the tip of the introducer sheath when it was stuck during retrieval. Per md184733 (gore® cardioform septal occluder instructions for use), a 12 fr introducer sheath should be used whenever a guidewire is utilized. An 11 fr introducer sheath was used in this case, which likely contributed to the tip of the catheter becoming stuck on the introducer sheath and the subsequent failure. Therefore, user handling is the root cause of the failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The evaluation of the returned device showed the following: the lock release shuttle was in an unlocked position, and the control shuttle was in the loaded position. All three occluder eyelets were retained on the locking mandrel. Locking mandrel and retaining stiffener were unremarkable. Delivery system, including control shuttle and lock release shuttle, cycled smoothly and was unremarkable. The ro marker and guidewire port were missing from the tip of the delivery catheter, and there was mechanical damage where the guidewire port and ro marker should have been the ro marker and guidewire port were not found with the returned device. The rest of the delivery catheter was unremarkable. The size and shape of the occluder, locking mandrel, retrieval cord, and lock loop were unremarkable. The introducer sheath and dilator were unremarkable. Engineering was able to confirm the missing guidewire port and ro marker on the tip of the delivery catheter. Per the case description, the tip of the catheter was likely torn off by the force of catheter against the tip of the introducer sheath when it was stuck during retrieval; however, due to the return state of the device, there is insufficient evidence to determine the cause of the failure. H6: corrected conclusion code.